Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was detached. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log shows 44508 error. The primary problem was with a defective printed wire assembly (pwa). Functional testing was able to duplicate the customer reported issue. The cause of the reported issue was a defective motor and expulsor. The motor and expulsor were both replaced, along with the dso seal and pwa.

Event description:
It was reported that the device delivers nothing with continuous flow, residual volume even with full. There was unknown patient involvement.